Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient was hospitalized on (B)(6) 2024 (specififc duration not reported) due to a bacterial infection at the implant site and was treated with IV antibiotics (specific date and duration not reported), however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on may 14, 2024.